Event description:
It was reported that a catheter issue occurred. The patient presented for a complex percutaneous coronary intervention. The target lesion was located in a mildly tortuous and moderately calcified coronary vessel. The opticross hd imaging catheter was advanced twice for ultrasound examination of the target lesion. After a stent was placed, the opticross was re-introduced. However, the tip broke off at the monorail section of the catheter and the wire was pulled back just enough so the tip was free floating in the coronary. After some time, the tip was snared and removed. There were no patient complications and the patient is expected to fully recover. It was further reported that the 90% stenosed target lesion was localed in the left circumflex artery.

Event description:
It was reported that a catheter issue occurred. The patient presented for a complex percutaneous coronary intervention. The target lesion was located in a mildly tortuous and moderately calcified coronary vessel. The opticross hd imaging catheter was advanced twice for ultrasound examination of the target lesion. After a stent was placed, the opticross was re-introduced. However, the tip broke off at the monorail section of the catheter and the wire was pulled back just enough so the tip was free floating in the coronary. After some time, the tip was snared and removed. There were no patient complications and the patient is expected to fully recover.